Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) ruptured towards proximal end. The reservoir was empty. As a result, the device was explanted and replaced. No additional information reported.